Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10, h3, h6: the DHR of product code 199725650s, lot 227673, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on january 24, 2019. Qty. (B)(4). The DHR was electronically reviewed. Visual inspection: the 5.5 exp verse can scr 6.0x50 (p/n: 199725650s, lot number: 227673) was received at us customer quality site in west chester. Visual inspection of the complaint device showed the cannulated screw was stuck in the expedium verse screw head and could not rotate around. The internal thread of the screw head displayed signs of wear and damage in some areas. Functional test: additional functional assessment was not performed with the complaint device due to the received conditions (the cannulated screw was stuck in the expedium verse screw head and could not rotate around) and due to not receiving the mating devices (correction key, unitized screw, insertion instruments). Dimensional inspection: internal thread (minor) diameter of the expedium verse screw head. Current and manufactured - expedium verse screw head. Measured: out of specification. Document/specification review: current and manufactured - expedium verse 5.5 system cortical fix cannulated assembly. Current and manufactured -expedium verse screw head. Current and manufactured - expedium verse cap. Current and manufactured -expedium verse drag ring. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the cannulated screw was found lock and could not freely pivot or turn around the expedium verse screw head. The internal thread of the screw head displayed signs of wear and damage in some areas, which is likely due to rough handling during implantation and explantation. Although additional functional testing was not performed, as the mating devices were not returned, the out-of-specification condition of the head¿s minor threads likely contributed to the complaint condition of an assembly/locking issue between the head, correction key, and unitized screws. Therefore, the complaint condition was considered confirmed. Per the reported complaint, initially, "the surgeon locked the outer screw of a correction key and repositioned the fractured vertebral body with a v3d compressor distractor" which indicates that the complaint condition did not exist between the head and correction key initially, prior to the repositioning step; the complaint condition was only experienced after the repositioning step. It is likely that during this step, application of excessive force enlarged the minor diameter. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No root cause could definitively be determined for the reported complaint condition; however the potential cause is likely due to the application of excessive force during the repositioning step. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a spinal fusion procedure in the lumbar spine to treat the l2 rupture fracture. During the procedure the surgeon locked the outer screw of a correction key and repositioned the fractured vertebral body with a v3d compressor distractor. During the repositioning, the outer screw was not finally fixated but manually tightened. Surgeon finished the repositioning and moved on to final fixation, but the correction key just turned idly before torque was applied. The correction key was replaced with a unitized screw, which resulted in the same. Surgeon removed a sleeve, detached tabs of the cannulated screw in question, and retried the screw fixation, which failed again. Other setscrews and a rod were removed temporarily, and repositioning was performed again with a replacing cannulated screw. The procedure was delayed for forty (40) minutes. Cannulated screw in question was checked postoperatively and the threads looked stripped. Patient outcome is reported as stable. No further information is available. Concomitant device reported: unknown screw driver (part# unknown, lot# unknown , quantity 1); unknown distractor (part# unknown, lot# unknown, quantity 1); unknown set screw (part# unknown, lot# unknown , quantity 1). This report is for one (1) 5.5 exp verse can scr 6.0x50. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.